Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was implanted at the bundle of his and thresholds were noted as 1.4v at 0.4ms at implant. Approximately an hour later, thresholds were noted as 6v at 2.0ms in unipolar. X-rays taken showed no discernable changes in the lead, and the physician discussed possible lead repositioning. The following day, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead will be returned for analysis.

Event description:
It was reported that this lead was implanted at the bundle of his and thresholds were noted as 1.4v at 0.4ms at implant. Approximately an hour later, thresholds were noted as 6v at 2.0ms in unipolar. X-rays taken showed no discernable changes in the lead, and the physician discussed possible lead repositioning. The following day, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.